Manufacturer narrative:
Investigation summary: based on examination of returned sample, and after reviewing the manufacturing records (confirming that the manufacturing process and quality controls were performed, and no issues or quality notifications related with the reported circumstance occurred), bd is not able to determine a root cause related to needle manufacturing process. Bd would like to inform you that the cannula used to manufacture microlance needles complies with the requirements of the iso standard iso 9626, ¿stainless steel needle tubing for the manufacture of medical devices¿. In accordance, any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Additionally, the cannula pull out test is evaluated for compliance with the requirements of the standard ¿iso 7864: 1993 sterile hypodermic needles for single use every single needle lot before release. DHR review show no abnormalities. In conclusion, considering the above information and based on our quality inspections which reveal absence of this nonconformance during in-process inspection and complaints, bd can assure that the probability of finding this issue in our manufacturing process is low. Since needle gauge 25 needle is recommended to use for subcutaneous tissues and taking into account the recurrence of this issue mentioned by customer, bd suggests evaluating the possibility to use other size of needle or assess the methodology of use to this in animal applications. Investigation conclusion: visual inspection of returned sample of lot 180412 show a broken cannula at the level of the epoxy (adhesive used to join orange plastic part ¿hub- with metal part ¿ cannula-). Epoxy dosage was found correct. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2101 (april 10-13rd, 2018) during which 61 visual inspections were carried out with 0 rejection noted. Needles (# (B)(4)) were assembled in machine (B)(4) (april 7-17th, 2018) machine 4412 during which 452 visual inspections of 25 units were carried out with 1 rejection noted ((B)(4)) related to defective shield which would not affect whether or not the cannula detached from hub. Cannula pull force during in-process inspection were found within spec (min value 7.29kg). Cannula pull force before release batch were found within spec (min value 11.27kg and average 17.68kg) cannula batches #8080605, #8052749 and #8045578. Root cause description: not able to determine.

Event description:
It was reported that a bd microlance¿ hypodermic needle had a needle break when the cat jumped after needle insertion into the leg. The piece of needle that remained in the leg will need to be removed by surgery.